Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator had an alert for high voltage lead impedance measurement out of range above the upper limit. It was noted that there were varying impedance measurements. It was suspected that the patient's scar tissue may have contributed to the issue. No device intervention was performed. No further information available.